Manufacturer narrative:
Per tandem¿s t:slim x2g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. During troubleshooting, the customer found that the t:lock connection was loose. The connection was tightened and insulin drips were observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Customer's blood glucose level was 190 mg/dl.